Event description:
It was reported that externalized conductors were observed on the right ventricular lead. Patient presented in the operating room for change out due to normal eri. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies w

Event description:
It was reported that externalized conductors were observed on the right ventricular lead. Patient presented in the operating room for change out due to normal eri. Patient was asymptomatic. The electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.